Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was treated by a shock for a sudden change in morphology which got initially undersensed, then after 15 seconds the s-ICD correctly counted and even oversensed, leading to a shock. The technical services (ts) discussed troubleshooting options, and recommended to reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.